Event description:
During baxter's functional testing, a spectrum pump experienced an "unload from guide #2" alarm when no set was loaded. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom was reproduced and confirmed through eval. This condition was caused by a failed lower auxiliary flex. The lower auxiliary assembly was replaced.